Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: device was found to be underweight, an opening on the posterior side, and red particles in gel and shell. A visual and microscopic analysis was performed which identified a sharp opening. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: two sharp openings on the posterior side due to an unidentified (tear) opening. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a right side ruptured device. The device was explanted.